Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that blood leaked from the maxzero needleless connector during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the connectors could not be rinsed freely (blood residue in the connector) very unhygienic. When removing the adapter after taking a blood sample, blood drips from the connector / remains on the surface . This has improved a little compared to the old product, after all it does not splash when removing the adapter."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-15. H6: investigation summary: three mz1000 samples from lot 20026737 were received for investigation in sealed packaging. From the information provided by the customer it appears that blood remained within the maxzero component and could not be flushed. From the information provided by the customer it appears that droplets of blood were observed on the surface of the component following disconnection. The samples were subjected to functional testing by connecting them to a 50 ml bd plastipak syringe from bd stock and flushing with fluid; small droplets were visible on the piston following disconnection of the syringe. A visual inspection of the returned samples did not identify any manufacturing defects which may have contributed to the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20026737 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. Please note, the maxzero connector features a visible fluid path and high-flow, straight-fluid channels to enhance flushing. According to the instructions for use (IFU) the device should be flushed after each use with normal saline; however it may be more difficult to remove blood from within the valve if not being flushed immediately. As a result of a small number of similar reports, bd has updated the directions for use (dfu) with the following recommendation related to disconnection of the device: ¿when disconnecting a luer-lock or luer-slip syringe or tubing set from the maxzero connector, carefully rotate the luer counter clockwise a 360-degree turn using a controlled motion, to minimize fluid escaping¿. A review of the customer feedback database indicates that this is an isolated occurrence with no other similar report against the maxzero device in the past 12 months.

Event description:
It was reported that blood leaked from the maxzero needleless connector during use. The following information was provided by the initial reporter, translated from german to english: "the connectors could not be rinsed freely (blood residue in the connector) very unhygienic. When removing the adapter after taking a blood sample, blood drips from the connector / remains on the surface this has improved a little compared to the old product, after all it does not splash when removing the adapter."